Event description:
Kimberly-clark received a report from (B)(6), stating, "the width of side sealing is too thin and opened when user received it." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The returned device was evaluated and determined that the location of the seal that failed was too close to the edge of the package allowing the package to open prior to receipt by the customer. The seal failure was identified prior to use. Changes to the manufacturing process have been implemented to prevent recurrence and are being verified. No additional units from effected lot have been identified, and evaluation of units in inventory is ongoing. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.